Event description:
When contacted for follow up information, the manufacturer's representative reported the patient was directed back to their physician for follow up. There was no additional information at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient used an oxygen machine and noted that oxygen levels were lower than normal. The patient had been feeling groggy from the advanced evaluation, and had blood at the lead site. The patient was referred to reach out to their doctor. The issues were not resolved or unknown to be resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.